Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. The customer's blood glucose level was around 200 mg/dl. The customer reverted to an alternate method of insulin therapy.